Event description:
It was reported that a mirafilter IV extension set leaked. The reporter stated that the set was being used with panitumumab. There was no patient involvement. No additional information is available. This is 2 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the sample for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was gravity tested and was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.